Event description:
It was reported that "the lever on the broach handle broke, while performing an anterior total hip."

Manufacturer narrative:
Summary of evaluation: device history review showed that catalog #: 2124-1750, lot ID: p4h143 devices were mfg and accepted into final stock with no reported discrepancies. Complaint history review shows that there have been other similar reported events for this specific lot code. The investigation concluded that the root cause was user related. Marks on the proximal handle body, the face of the strike plate and the latch plate indicate that a mallet was used incorrectly to extract the rasp from the femur. There is also evidence that the latch impinged on the body of the handle. This misuse likely led to the failure of the device.